Event description:
Reported via medwatch report #mw5081584. It was reported that the patient experienced pain and an allergic reaction due to implanted coils. In 2015, the patient underwent an embolization in the varicocele. The physician implanted a 6mmx10cm interlock-35 coil and a 8mmx20cm interlock-35 in the varicocele, along with a non-bsc coil, using a jugular vein access. Immediately after the procedure, the patient experienced cramping pain symptoms. A couple months after the procedure, the patient started experiencing severe chest pains, anxiety, breathing issues, chronic inflammation, and other symptoms. The patient saw several doctors and underwent two deep venous thrombectomy procedures, but the symptoms persisted. In 2016, the patient had a blood test which revealed their blood had a strong reaction to tungsten, which is a metal found in the implanted coils. On (B)(6) 2017, the patient then had the coils removed via laparoscopic surgery. The symptoms then subsided after having the coils removed.